Event description:
It was reported that the system 9900 had poor image quality making image interpretation difficult. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Dosage at image intensifier needed to be adjusted. The system was tested and found to be working as intended and placed back into service.